Event description:
Additional information was received from rep stating patients wife contacted patient services to get replacement recharger. New wireless recharger was shipped to patients facility and patient and wife were educated on new recharging by rep. Both devices were at 0% and both recharged without issue. Both devices were turned back on once the batteries were charged to 25% all medical questions were directed by the wife and patient to facility staff.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller said the device has completely stopped and the patient is not able to move. Caller said they have tried different outlets and the device is not charging. The caller said the device hasn't been charging right for 2-3 weeks. The caller stated that the patient's ins battery is dead and the patient is unable to move as a result. Caller said pt 's recharger is not working they need it replaced, patient is in assisted living and they were not with the patient or equipment at the time of the call. Pt's symptoms returned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.